Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-03261. It was reported that the patient was found to have wound infections during regular follow-up. The device and lead were explanted. The lead was replaced but the device was re-implanted after disinfection. There were no adverse consequences reported on the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.